Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while a replacement pump was sent by cts, who also advised on steps for receiving and returning the faulty pump.